Manufacturer narrative:
Multiple requests were made to the initial reporter (distributor) and the implanting surgeon for additional information; however, no additional information was provided. Product code, lot number, date of implant, exact date of the event, patient identifier and information were not provided. A review of the production batch records was not able to be completed as the product lot number was not provided. Artegraft, inc. Scientific advisor (qualification: m.d., f.a.c.s.) Reviewed the case details but was not able to determine possible root cause without additional information. The initial report states that the surgeon was able to successfully patch the graft. No confirmed complaint trend was identified related to hyperplasia. All product quality and clinical issues will continue to be monitored within artegraft, inc. Quality systems, quality assurance trending. Should additional information become available, a follow-up report will be submitted.

Event description:
Artegraft, inc. Approved distributor reported the issue on behalf of dr. (B)(6) (vascular surgeon at (B)(6) hospital). Dr. (B)(6), had recently implanted a primary collagen vascular graft (artegraft) as a lower arm loop in a hypertensive (B)(6) female. The patient developed hyperplasia at the venous anastomosis with arm swelling and a thick "peel". The surgeon was able to successfully patch the graft. No further information was provided.